Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. (B)(4).

Event description:
It was reported that the device was exhibiting premature battery depletion. The patient was recently seen for an MRI, and a device interrogation was performed which showed a decrease in the remaining battery longevity. The parameters were stable with no change noted since the last device check, except for a slight increase in threshold values, but were still within normal range. The patient is paced at <1% in both chambers. A copy of device memory was saved and submitted to technical services. Engineering review of the data confirmed premature battery depletion, and recommended device replacement due to this anomaly. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.